Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The surgeon reported experiencing issues with blue synthetic fiber during surgeries. In a couple of occasions fibers ended up within the main incision or floating in the anterior chamber of the eye. No patient harm was reported. Additional information was requested.

Manufacturer narrative:
As the customer did not retain the finished goods lot number, the device history record and lot history could not be reviewed. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample was not returned for evaluation. (B)(4).